Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer¿s database indicated the patient died approximately seven months after device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant products: 694765 implantable tachy lead, implanted: (B)(6) 2002; 5076-52 implantable pacing lead, implanted: (B)(6) 2002; 41 9378 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.